Event description:
During permcath placement procedure, the peel away sheath disintegrated into pieces while surgeons were pulling it apart to introduce the permcath. Completed case with no harm to patient.